Event description:
The patient had IV fluids running, and abx. The patient was switched over to the transport team's pumps, and the infusions were continued as prescribed. While at the bedside, I noticed that there were air bubbles going in on one of the sides of the bifuse. The medications were stopped, and connections were checked. The IV tubing was pre-primed. Once all of the connections were rechecked, the fluids were restarted. After the fluids were restarted, the one side of the bifuse still had bubbles. There were no bubbles noted on the IV tubing prior to the y in the bifuse. The bifuse was determined the be faulty and was immediately replaced. The faulted bifuse, was given to nursery for further investigation. Newborn at 34 weeks gestation.